Manufacturer narrative:
Information via follow-up was obtained and includes the following: the patient reported feeling moderate improvement at one month follow-up, and mild improvement at three month follow-up. Starting mid-december an increase in heart rate, in opti vol fluid index, and an increase in premature ventricular contractions (pvc) in january were all observed. Shoulder surgery 2 days prior to the death. Non sustained ventricular tachycardia's, very high pvc count were observed in january (142.7 per hour). On the date of death the patient experienced slow ventricular tachycardia (median rate of 194 bpm) recorded by the device, slowed by anti tachy pacing into non-detection zone and counted as successful. No evidence of other episodes. No information on how the ventricular tachycardia initiated or whether it was the primary cause of death. Per the post-market study site the relatedness of the patient's death as "unknown" to the device, leads, and investigational algorithm. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was causing diaphragmatic stimulation. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient died. The cause of death is "not known". The patient underwent an elective surgery on their shoulder two days prior to death and went home the next day. On the day of death the patient was at home began to feel unwell. The spouse reported that the patient began getting restless and was up and down and stated they felt their heart thumping. The patient took a pain pill and went to bed. When they awoke a few hours later they were very restless and began to deteriorate, emergency medical services was called, and resuscitation was attempted, but unsuccessful. The patient was not transported to the hospital.